Event description:
It was reported that during a hartmann¿s pouch procedure the stapler after being closed on tissue would not release initially after being fired. It did staple down the distal aspect of the tissue but did not divide the tissue. The surgeon then divided the proximal bowel just below the level of what appeared to be the distal extent of the tumor. The case was eventually completed without serious complication. Patient outcome currently unknown. There was a delay in procedure. Procedure was completed with medtronic stapler. No fragments were generated.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No patient consequences and no change to post operative care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch #243c82. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer partially cut and with the knife recess below the reload deck. In addition, the returned reload was noted to have some stuck staples in the washer, and the retainer pin coupler was noted to be damaged. No functional test could be performed due to the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 243c82, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.